Event description:
The customer reported that images are only visible on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the left monitor. The system operates as intended.